Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. However, unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test or verify low batt, weak batt and batt out limit alarm due to failed batt test alarm. Unit had broken battery cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump battery cap was damaged and insulin pump did not turn on. The customer¿s blood glucose was unknown at the time of incident. Customer reported that some days ago the battery leaked in the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.